Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 16:30:18. During night drain cycle one, the patient's ultrafiltration reading was 74 ml, indicating the home patient drained 74 ml more than their maximum programmed fill volume of 100 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.